Manufacturer narrative:
The patient's waveform printout was provided by the customer for evaluation. There is not enough information at this time to identify the root cause of the alleged failure to alarm. We are collecting more information from the customer. The investigation is underway. We will file a supplemental report when our investigation is concluded.

Event description:
Spacelabs received a report that a telemetry patient monitor failed to alarm on ventricular tachycardia (v-tac) when a patient's internal defibrillator discharged.

Manufacturer narrative:
A spacelabs field service engineer visited the customer site to investigate the event. The customer was unable to identify which devices were involved in the event; therefore, no equipment testing was able to be conducted. The customer did not remove any equipment from service after the event. Additionally, the customer was unable to provide the requested retrospective database of patient information needed for an investigation. A 30 second saved events printed copy covering the event was provided, along with another printed copy of information with a different time stamp that was unrelated to the event. The telemetry receiver module contains the ECG algorithm which processes ECG signals, determines status and sends alarm messages to the central monitor. The patient had a pacemaker with ICD. The 30 second ECG copy shows an episode of ventricular tachycardia with paced beats and no ICD firing. Paced beats are treated the same as normal morphology and would have been excluded by the ECG alarm logic in the receiver module. Consequently, an alarm would not have been generated. It is unclear what the nurse witnessed since there was no evidence of ICD firing on the 30 second ECG copy. To summarize, based on the customer provided 30 second ECG copy, there was no alarm condition, only paced ventricular beats which alarm logic identifies as a normal variant. . This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a telemetry transmitter model 91347 with telemetry receiver module model 90478 failed to generate an alarm to the central monitor at 5:28 p.m. On (B)(6) 2014 when the patient's implanted cardiac defibrillator (ICD) detected an arrhythmia and fired. The nurse witnessed the event while in the patient's room. No one was injured as a result of this event.